Manufacturer narrative:
Siemens has completed an investigation of the reported event. The investigation showed that the error was caused by a defective stand control module (scm) which was in use for 11 years. Checking the database and considering the age of the module, no systematic error could be detected. The affected part was exchanged by the local service organization and the error did not reoccur. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis dbc system. During an interventional procedure, the customer reported no stand movements were possible and a stand reset was unsuccessful. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.